Event description:
The customer, who uses a sta analyzer, reported that "for almost the past 3 weeks now, we have been troubleshooting the ristocetin cofactor assay using the hemosil vwf reagent lot b11498, exp 7/31/2012. According to the customer, there appears to be a shift of some sort with the reagent. The normal range for the normal control is 67-91%, but the customer is recovering much higher results. Also they are recovering much higher results for other known assay materials.

Manufacturer narrative:
This product lot number, b11498, is under recall action and is on file with the FDA as a class ii action (reference z-1519-2012). The customer had not received the recall notification at the time of the incident and has since received the notification and followed the necessary actions. Per the customer, no patient treatment or adverse events were involved with this complaint. Further, il makes no claim for performance of this reagent on a non-il analyzer which the customer was using.